Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that while trying to load the pta balloon over the guidewire the distal tip of the balloon allegedly detached. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was returned for evaluation. A complete detachment of a portion of the distal tip was identified. The detached portion was not returned for evaluation. Therefore, the investigation is confirmed for the reported detached tip. The definitive root cause for the tip detachment could not be determined based on the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: - remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that while trying to load the pta balloon over the guidewire the distal tip of the balloon allegedly detached. Another balloon was used to perform the procedure. There was no patient contact.